Event description:
It was reported that during the implant procedure, two leads were indicated to have issues. The first lead (model 5076 - (B) (4)) had positioning difficulty as it appeared getting caught in the valve. After several attempts to get into the right ventricle the lead was removed showing at this time an extended helix. A second lead (model 5076 - (B) (4)) was introduced, this lead also had positioning difficulty and like the first lead appeared to be caught in the valve therefore was removed showing also an extended helix. In addition, the helix could not be retracted suggesting a fracture. The devices were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. The distal conductor has been over-retracted and fractured in the connector. The lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. The lead was received with helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector.